Manufacturer narrative:
The reported field event of wound dehiscence was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was revealed that the implantable cardiac monitor had migrated out of the pocket leading to wound dehiscence. The device was removed. The patient was stable.